Manufacturer narrative:
Based on the supplier¿s investigation, the device history record could not be reviewed as a lot number was not provided. The supplier reviewed the zchmt25 device master record and there were no changes to the material or design. As the device was not available for further investigation, the root cause for the reported issue could not be determined. At this time there will be no additional action taken.

Event description:
The enduser/patient states that the leg broke on the rollator and allegedly threw him to the ground causing him to be skinned up and spend time in the hospital. Cardinal health customer service then contacted the pharmacy where the item was purchased by the patient and was told by tara that the patient gave her a different story and that he was not injured nor had he spent time in the hospital. Multiple attempts were made to obtain more information from the enduser/patient with no response from him.